Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the atrial lead exhibited noise episodes. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.